Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and no delivery alarm. Customer's blood glucose was 275 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer reported of being insulin resistant and had blood glucose of 507 mg/dl during a no delivery alarm. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm or no delivery alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.